Event description:
It was reported by baxter (B)(4) that the reservoir of an infusor lv 5 device had ruptured during filling. The device was being filled with 5-fu and normal saline. According to the report, the rupture occurred at the end of filling at the hospital. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.